Event description:
It was reported that the programmer touch screen was unresponsive to touch. The programmer was rebooted, and a device interrogation was completed. The programmer then displayed an error code during the interrogation. The programmer was again rebooted, and a device interrogation was successfully completed with no further error codes. It was noted that the programmer touchscreen was recently noted to be unresponsive to touch intermittently. A copy of programmer data was submitted for analysis. Analysis of programmer data noted that the error code occurred during loading of an application. Technical services (ts) discussed the option of returning the programmer for analysis if the error code continues to display and if touchscreen difficulties continue. No adverse patient effects were reported. This programmer remains in service.